Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-04639, 0001825034-2019-04641, 0001825034-2019-04643, 0001825034-2019-04645.

Event description:
It was reported that the incoming inspection team member found debris in the sterile package. No adverse events have been reported as a result of the malfunction. Additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated corrected. Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned products identified that there is foam debris in sterile packaging. Sterility has not been compromised. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. These products were likely conforming when they left zimmer biomet control. The root cause of the reported issue is attributed to transit damage. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.